Event description:
Tiny blister like rash began on the left side of my neck and spread to both my eyes. Then it was between my eyes on my forehead, below my bottom lip and inner side of my left ankle. It began spreading to other places on my face in clusters. FDA safety report ID # (B)(4).